Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a follow-up, lead dislodgement was observed under x-ray. The lead was explanted and replaced. The patient condition is good.